Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during routine check the cardiosave intra-aortic balloon pump (iabp) screen was broken. There was no patient involvement and no harm was reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. Broken display issue was not present. The fse completed pm with full calibration, the unit passed all functional and safety tests to manufacturer specifications. The unit was returned to the customer and cleared for use.